Event description:
It was reported that prior to a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps was not recognized by the system after coupling the instrument to the adapter. Detaching and reattaching of adapter did not resolve the issue. The conductor wire found to be loose upon inspection. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of failed recognition test be related to the customer reported complaint. The instrument was found to have failed the recognition test based on log review. The root cause could not be determined. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. Additional observation not reported by site that is not related to the customer reported complaint was that the instrument was found to have failed the engagement test based on log review. The root cause could not be determined. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.022¿ x 0.033¿. This failure caused the intuitive motion failure of the instrument. The root cause of broken instrument bipolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Root cause of this failure is attributed to a component failure.